Event description:
It was reported that the one day post implant the high voltage lead impedance measurement increased. Review of chest x-ray revealed a loose setscrew. The pocket was opened the next day and the setscrew was tightened properly. The impedance issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.